Event description:
Report received of a leak of chemotherapy due to a tubing separation. The pt was receiving a 3-day course of chemotherapy via a triple lumen catheter. Each treatment consisted of a 1000ml combination of ifex and mesna. The first two courses were infused at the clinic. The third course was infused at home. The pt was carrying the pump, tubing set and chemotherapy in a fanny pack. It was reported that after an unspecified length of time, an unspecified amount of the chemotherapeutic agent leaked at the "broke" spike to tubing solvent bond. It was reported that the pt's hands came in direct contact with the chemotherapy. It was reported that the pt immediately notified the clinic, and was instructed to turn off the pump, wash their hands thoroughly and return to the clinic with the pump, tubing and remaining chemotherapy. The pt had received 300ml of the 1000ml dose. The pump was reported to be saturated and was not able to be programmed. The pt's third course of treatment was repeated in 4/2004 with a replacement pump. There were no reported adverse pt sequelae. Though requested, no addtional info was provided.